Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Lot qualification records were reviewed and the product met all acceptance criteria.

Event description:
The customer's mother reported that the pod fell off while the customer was sleeping. The customer's blood glucose reached to 400s (mg/dl), so the customer was taken to the hospital where they were treated with saline.